Event description:
It was reported that "during a medical procedure the neurosurgeon used the tap trough a wire. When introducing the tap in s1, the surgeon, when controlling, noted that there were fragments. The mouthpiece of the tap broke into pieces."

Manufacturer narrative:
Lot# 150918. Method: visual inspection; device history review; complaint history review; risk assessment; results: the device was inspected and it was confirmed that the tap tip was fractured. Manufacturing files were reviewed and no anomalies were found. Awl was not used. Conclusion: the probable root causes of this event are user error.

Event description:
It was reported that "during a medical procedure the neurosurgeon used the tap trough a wire. When introducing the tap in s1, the surgeon, when controlling, noted that there were fragments. The mouthpiece of the tap broke into pieces."